Event description:
It was reported that when the patient presented for a normal follow-up, premature battery was observed. The remaining battery longevity was shorter than expected. Device will be monitored.

Event description:
New information notes that the device was explanted and replaced upon reaching eri without complication to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis did not confirm the premature battery depletion. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench as well as using automated test equipment and no anomalies were found.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.